Manufacturer narrative:
Device passed displacement test and selftest. All buttons function properly, however moisture damage on keypad traces during visual inspection. Device received with cracked select button on keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and also there was crack on center button. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and also there was no response from any button. No harm requiring medical intervention was reported. The device will be returned for analysis.